Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective capacitor. A secondary issue was noted, the meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging that their one touch ultra 2 meter does not power on. The patient mentioned that the meter stopped working around seven month ago. Due to the alleged issue, the patient was unable to test his blood glucose and changed his diet. At an unspecified time after the alleged issue began, the patient developed symptoms of feeling weak and was trembling. Approximately 2 months ago, the patient visited his physician and was given different oral medications, since his blood glucose readings were "high" at the physician's office. No further clinical information was provided about the incident. The patient changed the battery over the phone with the customer care advocate (cca) and obtained an error 1 message. Meter was replaced, since the alleged issue was not resolved over the phone.